Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed evidence confirming the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the insert should be placed, the insert did not get fixed in i2locking part.